Event description:
Information received with return of the explanted device notes that the patient was admitted to the clinic with palpitations. The ECG showed undersensing and that the device was at a lower atrial sensitivity than originally programmed. A month later, the device had switched to voo mode from ddd. The patient is 100% pacemaker dependent.